Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and no delivery from the insulin pump. The customer stated that she woke up at 1:30am with blood glucose of 55 mg/dl. The customer treated and went back to bed. At 5:15am, the customer had a blood glucose reading of 39 mg/dl. The customer woke up with blood glucose of 70 mg/dl. The customer was advised to discard the reservoir and try not to reuse the insulin. The customer was advised to monitor her blood glucose readings carefully.